Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmission from patient's device indicated that the device was in reset mode. The patient made a manual transmission and the device was normal.